Manufacturer narrative:
Multiple requests were made for evaluation and resolution data without a response. Device evaluation data is not available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's ECG was not responding. There was no patient involved.